Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was being performed on an 80% stenosed lesion located in the mildly calcified right coronary artery (rca). A 32 x 3.00 promus premier select stent and a 28 x 2.50 promus premier select stent were advanced to the rca and deployed. The procedure was completed without patient complications. However, on the following day, the patient died. It was later reported that on (B)(6) 2020, the patient presented with inferior wall myocardial infarction (mi) and a percutaneous transluminal coronary angioplasty was performed on the rca. The patient was experiencing arrhythmia and gastrointestinal (gi) bleeding at the time of the incident. It was noted that there were two stents used due to diffused disease in the rca. The patient died early in the morning on (B)(6) 2020. The documented cause of death was due to arrhythmia, akt, and gi bleed. It was noted that there is no relation between device and the patient death.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was being performed on an 80% stenosed lesion located in the mildly calcified right coronary artery (rca). A 32 x 3.00 promus premier select stent and a 28 x 2.50 promus premier select stent were advanced to the rca and deployed. The procedure was completed without patient complications. However, on the following day, the patient died.